Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-06864. It was reported (B)(6) the patient experienced loss of therapy. The patient underwent surgical intervention on (B)(6) to interrogate the scs system. During the surgery system diagnostics revealed high impedances on the leads upon disconnected from the ipg. Troubleshooting was tried to no avail. The physician explanted the extensions and replaced them with the new model. However, the impedances still persist. Effective therapy was restored postoperatively.